Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the extension catheter was found cracked during use.

Manufacturer narrative:
(B)(4). The customer returned one two-lumen catheter for evaluation. Visual examination of the extension lines revealed the distal extension luer hub was cracked , beginning at the threads. This is indicative of over tightening the cap. The catheter was functionally tested by flushing both lumens using a lab inventory syringe. Water exited both the crack in the luer hub and the distal end of the catheter when the distal extension line was tested. No leaks were detected when the proximal line was tested. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection". The customer reported issue of the catheter leaking was confirmed during the complaint investigation. Visual and functional inspection of the returned catheter showed that the distal extension line luer hub was cracked, causing the leak. The crack appears to have been caused by undue force being applied to the hub. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tip of the extension catheter was found cracked during use.